Manufacturer narrative:
This report is part of a batch of late reports resulting from internally identified data inconsistencies between a postmarket study and our complaint handling databases. Based on postmarket study data, the alert/awareness dates for this event have been updated. As a result, the initial report is retroactively considered late. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: insufficient information. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the glow clinical trial. It was reported that a female patient who underwent breast augmentation revision surgery with two 790cc mentor memorygel xtra breast implants experienced bilateral removal post procedure. Patient underwent an unspecified surgical procedure. As a result, patient had an explantation on an unspecified date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On mar 16, 2023, additional information was received indicating the patient experienced bilateral implant visibility/palpability. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On apr 25, 2023, additional information was received indicating the date of event was (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On feb 13, 2024, additional information was received indicating the date of explantation is (B)(6) 2018. After secondary/clinical review performed on (B)(6) 2024, h6. Health effect - clinical codes e2402 (appropriate term / code note available) and e2308 (deformity / disfigurement) have been added to more accurately capture the event. 6. Health effect - clinical code: breast implant palpability/visibility. Manufacturer¿s reference number: (B)(4).